Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter alleged that the audio bolus button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, the audio bolus button was found to respond appropriately to button presses. No damage was observed to the audio bolus cover. The complaint of an audio bolus button response issue was not duplicated during testing. Unrelated to the complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.